Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Muscle mass analysis was normal.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The patient complained of increase of muscle mass in the implanted area. The device was explanted.